Manufacturer narrative:
Insulin pump passed displacement, sleep current measurement, and active current measurement tests. All currents are within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed pump error 25 in the pump history due to moisture damage internal battery connector. (B)(4).

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did received low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.